Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that bolus information was not consistently recorded in the pump history. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the pump¿s black box showed that the last basal delivery and the last bolus delivery were on 09-nov-2015. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no hypersensitive or stuck keys observed on the keypad. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.